Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass, the staple line did not form correctly. The procedure was completed by additional suture. Operating time was extended by a half an hour. There was no pt consequence.